Event description:
It was reported the lead dislodged. During repositioning attempts, approximately 20 turns were required to retract the helix. The lead was explanted and replaced. It was noted that upon lead extraction, there was tissue in the helix. Additional information was subsequently received reporting the patient had received 2 shocks, due to oversensing, from possible lead dislodgment or lead migration. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: blood in/on helix mechanism; full lead returned and analyzed. The lead was received with the helix fully retracted, with blood and tissue on it, which could cause the helix to not function properly.

Event description:
It was reported the lead dislodged. During repositioning attempts, approximately 20 turns were required to retract the helix. The lead was explanted and replaced. It was noted that upon lead extraction, there was tissue in the helix. No patient complications were reported as a result of this event.